Manufacturer narrative:
(B)(4).

Event description:
It was reported "purge failure subcode 3". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patients current condition is reported as "fine". Please see associated MDR#: 3010532612-2026-00242.

Manufacturer narrative:
(B)(4). The reported complaint of "purge failure alarms" is confirmed based on the picture provided. No part or recorder strip was returned to teleflex chelmsford for investigation. The picture shows the recorder strip with a "purge failure, subcode 3" alarm. The specifications were not met during the complaint investigation due to the alarm. No lot number/serial number was reported, therefore, a device history record (DHR) review was unable to be completed. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "purge failure subcode 3". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patients current condition is reported as "fine". Please see associated MDR#: 3010532612-2026-00242.